Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature depletion as the remaining longevity had decreased to 11%. The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was exhibiting premature depletion. Replacement was recommended within 90 days. The physician subsequently explanted and replaced the s-ICD to resolve the event and no additional adverse effects. This device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature depletion as the remaining longevity had decreased to 11%. The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was exhibiting premature depletion. Replacement was recommended within 90 days. The physician subsequently explanted and replaced the s-ICD to resolve the event and no additional adverse effects. This device was received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature depletion as the remaining longevity had decreased to 11%. The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was exhibiting premature depletion. Replacement was recommended within 90 days. The physician subsequently explanted and replaced the s-ICD to resolve the event and no additional adverse effects. This device was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature depletion as the remaining longevity had decreased to 11%. The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was exhibiting premature depletion. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.